Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the ceramic tip of the inner sheath broke into 2 pieces just after starting to diathermy inside patient bladder. The surgeon was able to retrieve the broken ceramic tip after a long struggle. The surgery was extended between 30 and 60 mins. No negative impact in state of health reported. The surgery was completed but delayed for more than 30 mins. Therefore the event is deemed reportable.

Manufacturer narrative:
Correction in section h6 to void code 4315 from the last report. Also, correction to the evaluation summary from the last report in section h11. Please see below: during a holep procedure, the ceramic tip of the tur inner sheath broke. Technical examination revealed a significantly weakened bond between the ceramic and the shaft. The findings indicate a gradual degradation of the adhesive bond due to the effects of reprocessing, corrosive processes, and mechanical stress during use and handling. Assuming proper and professional application and reprocessing, karl storz has validated electrical safety for a total of 400 cycles. The 27040xa / inner shaft, for 27040 sd/sl was manufactured in may 2024. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Damage can be identified, see chapter 'maintenance, repair, servicing and disposal' in the instructions for use. The following tests must be carried out to detect functional limitations: check the surface of the product for mechanical integrity and changes. Check the labeling for legibility. Check the product for mechanical integrity. Check the correct positioning of the assembled components and, if necessary, also check the cleaning connector. Check the mobility of all mobile components, if necessary, once the components have been assembled in the case of products that can be dismantled. Check whether the end positions of the application part are reached." The complaint history did not reveal any pickup in similar complaints; no trend was identified: (B)(4).